Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the rotawire guide wire was received outside the hoop, and the device was missing the solder at the spring tip. Visual inspection identified several kinks along the length of the body. Sem analysis identified the presence of copper on the section of the guide wire with the missing solder. This is evidence that the burr came into contact with the spring tip up to the point of the damage solder and may have contributed to burr getting stuck on the guide wire. The outer diameter of the guide wire was measured and the measurements were within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is user/use error as the dfu states "never advance the rotating burr to the point of contact with the guide wire spring tip, as this may result in distal detachment and embolization of the tip." (B)(4).

Event description:
Same case as MFR. 2134265-2011-01032. Reportable based on analysis completed on 13-may-2011. It was reported that during a rotational atherectomy treatment procedure, crossing difficulties occurred and the burr became stuck on the guide wire. The 99% stenosed lesion was located in a severely calcified and severely tortuous mid left anterior descending (lad) artery. The 1.5mm rotablator rotalink plus unit and 325cm rotawire floppy guide wire were prepped without issue. The physician had difficulty crossing the lesion with the guide wire. The rotational speed of the burr was set at approximately 220,000rpms; however, decreased over 5,000rpms during ablation. During the ablation, the distal portion of the burr caught on the mid portion of the target lesion and the burr detached from the rotalink plus unit. The rotalink plus unit, rotawire and unspecified guide catheter were removed from the patient as a unit. The detached burr was stuck on the wire when the devices were removed from the patient. Ablation was successfully completed with another rotablator rotalink plus unit and rotawire guide wire. The procedure was completed by implanting an unspecified stent. No patient complications were reported and the patient's status is fine. It was the physician's opinion that the detachment issues occurred due to severe calcification of the vessel. However, analysis of the 325cm rotawire floppy guide wire identified the solder was missing.